Event description:
It was reported that the customer had a blank display and scratch on screen display of the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised to put new energizer aaa alkaline battery as soon as possible, if display does not return revert to back up plan per health care provider instructions until the battery cap replacement arrives. The customer was asked if can read the insulin pump screen and if the insulin pump functioning as designed. The customer stated that she can see the screen clearly and they are bunches of little scratches. The patient was advised to monitor. No further information was added.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).